Manufacturer narrative:
This report is being supplemented to provide additional information based on the customer completed cleaning disinfection and sterilization (cds) checklist, results of third-party testing, the device evaluation and the legal manufacturer's final investigation. The customer provided the cds processes performed at the user facility. The customer did confirm that there were no deviations or deficiencies concerning reprocessing of the scope. Additionally, the customer confirmed that there were no suspected patient infections due to the facility findings. The customer did not provide the specific steps taken during the cds process. Olympus provided the following result of the culture test, performed at the third-party labs: sampling date: nov 15, 2023 sampling from: all channels cfu: 4cfu bacterial identification: micrococcaceae the device was evaluated where no abnormalities were found that could have led to the positive culture. The following defects were noted: 1 distal end cap cover --- insulation < threshold 2 light guide rod lens (3x) --- cracked 3 charged coupled device (ccd) cover lens --- cracked 4 bending section rubber glue --- separated 5 scope cover --- broken 6 passive bending --- stiffness control --- out of specified value 7 universal cord --- wrinkle 8 plug unit --- dent 9 angulation --- less or specified value 10 angulation --- play 11 bending tube --- shorten 12 ccd-unit --- white dots however, these defects alone are not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the same bacteria were detected from the same sampling location in the first microorganism test and the additional test. Therefore, reprocessing may have been conducted insufficiently. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, during reprocessing, the evis exera iii colonovideoscope tested positive on (B)(6) 2023, for an unspecified number of colony forming units (cfus) of escherichia coli , the aspiration channel was sampled. The device was sampled again on september 19, 2023, and tested positive for an unspecified number of cfus of escherichia coli, the biopsy channel was sampled. The user did not report any contamination or any other serious deterioration in the state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The suspect device has not yet been returned to olympus for evaluation, therefore the physical device evaluation has not been completed. Prior to the device evaluation, the device was sent out for additional microbiological testing and the microbiological analysis results are pending. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.